Event description:
(B)(4). On (B)(6) 2011 - information received for a request to have "pump checked" (routine repair request) because the pump was "racing - no patient injury". On (B)(6) 2011 - received information of swelling at the surgical site, which was treated with ice and patient discharged same day - no injury. On (B)(6) 2011 - received additional information that patient had been "hospitalized overnight and released the following day". On (B)(6) 2011 follow-up conversation with the customer revealed that during a left knee arthroscopic procedure the staff heard the "pump racing". It was also reported that the "seal in the 'obturator' (cannula) was not functioning properly". The cannula will not be returned as the o-rings were changed by the facility & the cannulas are fine now. The procedure was stopped & tubing changed. Procedure was resumed but the same thing resulted. At this point, the whole set up was changed - new instrumentation, tubing & pump. No further problems & case was completed. Swelling of the knee was noted immediately after the procedure & in recovery. The swelling was described as "a little more than usual". Ice was applied to the area and patient was discharged home on the same day. It was further reported that a few days later the patient was diagnosed with cellulitis of left leg. On (B)(6) 2011, the patient was admitted to a hospital with pain, swelling, and drainage. CT scan, IV morphine, IV antibiotic, cultures, and wound care were done. The patient was discharged on (B)(6) 2011. Patient re-admitted on (B)(6) 2011 for swelling, pain, and draining again of left leg & diagnosis of large seroma. Incision and drainage was performed, and hemovac drain inserted.

Manufacturer narrative:
Evaluation findings: this apex universal console was received without the tubing set. Console was tested using both one and two connection tubing sets and found the unit performs to specifications and passed all functional test requirements with no problems noted. No information available regarding the pump settings at the original surgery. In addition, both the cannula and the tubing set were not returned for evaluation. This device is used for treatment. The apex universal irrigation console is engineered & designed for control of intra-articular distension pressure during all phases of arthroscopic procedures. The system is designed to maintain adequate joint distention pressure for improved visualization while regulating the flow rate to evacuate resected media in a convenient, electronically controlled module during arthroscopic procedures. To reduce the risk of patient injury, the instruction manual provides the following warnings: do not allow controller to run unattended. Patient safety requires the irrigation controller to be continuously monitored during operation. Synovial injury may warrant lower intra-articular pressure & distention and more frequent visual examination. Do not use incorrect pressure settings. Accurate cannula placement is essential to avoid extravasation of fluids. Placement of cannula should be verified to ensure distal end is within joint capsule. Avoid abrupt changes in joint position, which may result in high intra-articular pressure spikes. Excessive intra-articular pressure or improper inflow cannula placement may result in extravasation. Closely monitor patient during and after operative procedure for signs of complications resulting from excess fluid absorption.